Manufacturer narrative:
The description of the event and the pictures of the suspected power supply control board provided a basis for the investigation. The picture was analyzed regarding indications for the reported crackling and the smoke. It was found out that a transistor was overheated causing the soldering joint to melt leading to a complete separation from the control board and to a local carbonizing of the control board. The local carbonizing of the control board caused the smoke. As the transistor is directly connected to main input voltage and is furthermore the main switcher of the low voltage supply the ventilator stops operation. When a power supply failure is present the device will open the airway system allowing the patient to breath spontaneously. An acoustical alarm is issued informing the operator about the deviation. As the power supply complies to ul standards the risk of fire is minimized. The components are self-extinguishing. The failure rate of the power supply is assessed as acceptable by the responsible project group.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported while the ventilator was connected to an infant, the crackling sounds were heard coming from the ventilator, the ventilator audibly alarmed and crackling was heard again. The ventilator shut down and was removed from the infant. There was no injury reported.